Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to deliver vancomycin 800mg/250ml at a rate of 205 ml/hr with a volume to be infused (vtbi) of 250ml and the delivery was started. Approx 2 hrs later, the homecare pt called the nurse and reported that the device display indicated 250ml was delivered; however, the container was full. The customer contact reported the pt reprogrammed the device to deliver at a rate of 250 ml/hr with a vtbi of 250 ml and the delivery was restarted. Thirty minutes later, the pt notified the nurse that the device had only delivered 139 drops; however, the display indicated 120 ml was delivered. After an unspecified length of time, the nurse went to the pt's home and reprogrammed the device to deliver at a rate of 250 ml/hr with a vtbi of 250 ml and the delivery was restarted. After an unspecified length of time, the device display indicated 28 ml was delivered; however, the nurse noted only 2 drops had delivered in the drip chamber. The device was removed from clinical service. Therapy was completed via gravity delivery. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.